Event description:
It was reported that a tsb35 was used during a video assisted thoracic sugery. It was reported by the affiliate that on the second fire, the anvil dislodged and jaw would not open. A new stapler was used to complete the case. There was no consequence to the pt.